Manufacturer narrative:
(B)(4). Neither device nor applicable imaging studies returned to manufacturer for evaluation.

Event description:
It was reported that on unknown date in 1994 the patient underwent breast reduction surgery without significant help for her chronic back pain. On (B)(6) 2000, the patient was diagnosed for ch ob asth unspecified. On (B)(6) 2007, the patient was diagnosed for hypertension, hyperlipidemia nec/nos and morbid obesity. On (B)(6) 2009, the patient underwent mammogram for screening. On (B)(6) 2009, the patient came for a follow up of chronic medical problems. On (B)(6) 2009, the patient presented with very long history of lower back pain. Musculoskeletal review suggested back pain and right leg pain. Gait: gait broad-based. Lumbosacral: tenderness at the lumbar spine. Very limited lumbar spinal rom. Right slr at about 60 deg. Right patrick test. Bilateral sd tenderness r>l. Assessment: back pain, degeneration of lumbar or lumbosacral intervertebral disc, spondylolisthesis, radiating pain to the right leg, lumbar spondylosis. On (B)(6) 2009, the patient presented with low back pain. Musculoskeletal examination suggests chronic, ropy, dry, cool paraspinal muscles from approximately l1 to the base of the sacrum. There is no warmth, swelling or any palpable evidence for acute injury. Diagnostic impression: lumbago status post back surgery. On (B)(6) 2009, the patient presented with diagnoses. Per the medical records, nodule b/l breasts-abnormal mammogram. On (B)(6) 2009, the patient came for follow up of chronic medical problem with chest pain. Assessment: acute bronchitis, back pain. On (B)(6) 2009, the patient came for follow up of chronic medical problem. Assessment: copd mixed type restrictive due to obesity and obstructive due to smoking, back pain. On (B)(6) 2009, the patient underwent MRI lumbar spine w/o contrast. Impression: 1. There is mild central stenosis at l5-s1. There is bilateral neural foraminal narrowing with abutment and flattening of the l5 nerve roots within the foramina bilaterally asabove. 2. Multilevel subluxations, felt to be stable. On (B)(6) 2009, the patient came for follow up of chronic medical problem. Assessment: obesity. On (B)(6) 2009, the patient came for follow up of chronic medical problem. Assessment: back pain. On (B)(6) 2009, the patient came for follow up of chronic medical problem with cough. Assessment: acute bronchitis, upper respiratory infection. On (B)(6) 2009, the patient presented with nasal congestion, st, sob, cough. Assessment: copd exacerbation. On (B)(6) 2009, the patient came for follow up of chronic medical problem with asthma. Assessment: acute asthma. On (B)(6) 2009, the patient came for follow up of chronic medical problem. Assessment: diabetes mellitus type 2. On (B)(6) 2010, the patient presented with chronic low back pain greater and leg pain and perhaps right leg discomfort greater than left. She also underwent MRI of the lumbar spine which reveals grade I l5-s1 spondylolisthesis secondary to degenerative disc disease. There is l5-s1 neural foraminal narrowing, right side greater than left, with some compression of the l5 nerve root. On (B)(6) 2010, the patient underwent CT guided nerve root block (right l5-s1) due to lumbar stenosis. Impression: successful selective right l5-s1 nerve root block. On (B)(6) 2010, the patient came for follow up of chronic medical problem. Assessment: diabetes mellitus type 2: controlled, complicated by neurologic peripheral neuropathy. Breast pain, drug induced constipation. On (B)(6) 2010, the patient presented for a follow up due to chronic back pain. The patient has following pre-op diagnosis; l5-s1 grade I spondylolisthesis with some neural foraminal narrowing. She has back pain and right leg pain equal to left leg pain. Flexion/extension lumbar spine x-rays confirm the grade I l5-s1 spondylolisthesis with neural foraminal narrowing. On (B)(6) 2010, the patient underwent x-rays dx spine lumbar complete 4 views due to back pain stenosis. Impressions: grade 2 anterolisthes is of l5 on s1 which maybe the result of facet arthropathy rather than spondylolysis. On (B)(6) 2010, the patient underwent lumbar myelogram and post myelogram CT for myelogram. Impressions: there is scattered spondylosis. The changes are most severe at l5-s1 where there is grade I anterolisthesis of l5 on s1. There is mild to moderate broad base disc bulging at this level with probable small superimposed right paracentral disc herniation. These disc changes in association with spondylolisthesis and hypertrophic facet degenerative change result in moderate to severe bilateral lateral recess stenosis. This lateral recess stenosis appears to contribute at least some degree of mass effect upon bilateral traversing s1 nerve roots. There is probable overall mild central canal stenosis at this level. There is severe bilateral neural foraminal stenosis at this level. On (B)(6) 2010, the patient presented for a follow up and underwent myelogram. The study confirms l5-s1 spondylolisthesis and neural fo raminal stenosis and disc herniation to the right. On (B)(6) 2010, the patient underwent x-rays for chest 2 views. Impression: 1. Right basilar scarring or atelectasis. No acute infiltrates or effusions. 2. Borderline heart size. On (B)(6) 2010, the patient presented with the following pre-op diagnosis: l5-s1 spondylolisthesis with neuroforaminal stenosis and right l5-s1 disk herniation. Mrl revealed l5-s 1 anterolisthesis with severe l5-s 1 narrowing, right side worse than left, made worse by central to right l5-s 1 disk herniation entering the neural foramina on the right. She had degenerative disk disease at l4-5 level also with posterior disk bulge. The patient underwent the following procedure: l5 and s1 bilateral decompressive laminectomies, bilateral l5-s1 facetectomies, bilateral l5 and s1 foraminotomies, right l5-s1 lumbar diskectomy, bilateral l4, l5 and s1 instrumentation and fusion using legacy titanium pedicle screws and rods using the o arm and neurophysiological monitoring for pedicle screw placement with intraoperative CT scanning with the o arm, bilateral l4, l5,s1 lateral mass fusion using right iliac crest bone graft, laminectomy bone, graft and rh-bmp2/acs. As per op notes, a midline skin incision over the spinous processes of l4, l5 and 8i using scalpel was made. Position was confirmed with intraoperative c-arm fluoroscopy at l5-s1. First the spinous processes of l5 and s1 was removed. Then bilateral decompressive laminectomies at l5 and s1 were performed. Then bilateral total facetectomies at l5-s1 was performed .then foraminotomies at l5 and s1 bilaterally was performed. Then the right l5-s1 diskectomy was performed and the disk contents were removed. Reverse curets were used to push back neural foraminal disk protrusion back into the disk space and further decompressing the l5 nerve root. Then pedicle screws were inserted at l4, l5 and s1 using the 0 arm after placing a reference frame on the spinous process of s1, the caudal aspect of s1 and the probes and the bone camera were used on our instruments to insert pedicle screws at l4, l5 and 81 bilaterally. Legacy titanium system was used and 6.5 x 50 mm screws were used bilaterally at l4. At l5 6.5 x 45 mm were used screws bilaterally. At s1 7.5 x 35 mm screws were used bilaterally. Then intraoperative CT scanning was which revealed good position of the pedicle screws at each level. Then triple antibiotic pulsavac irrigation was used to irrigate out the lumbar wound. At this time a 60 mm rod was secured to the top of the screws bilaterally. I secured them with the top fasteners. Next tisseel fibrin glue was placed over the dura and nerve roots and then placed a roll of rh-bmp2/acs filled with iliac crest bone graft, graft and laminectomy bone over the transverse processes of l4 and l5 and the sacral ala bilaterally. Postoperative diagnosis: l5 s1 spondylolisthesis with neuroforaminal stenosis and right l5 s1 disk herniation plus hypermobility with degenerative disk disease at l4-5. No intra-op complications were noted. On (B)(6) 2010, the patient presented with drainage from her wound. She was diagnosed for lumbar wound iliac crest bone graft wound dehiscence and possible lumbar wound infection status post lumbar decompression, instrumentation and fusion for stenosis and spondylolisthesis and disk protrusions. Some subcutaneous vicryl suture exposed. The patient underwent lumbar wound exploration, debridement and revision. As per op notes, the vicryl sutures that were exposed in the inferior aspect of the lumbar wound were removed. Sides of the wounds were debrided with periosteal elevators and irrigated. Dehiscence at the iliac crest wound was very superficial, the vicryl sutures were removed and debrided and the wound were irrigated. The deep lumbar wound was approximated with subcutaneous 2-0 prolene suture. Then the skin at both wounds was approximated with interrupted 2-0 nylon mattress sutures. On (B)(6) 2010, the patient underwent dx chest x-ray portable due to PICC placement. Impression: 1. Right-sided PICC line in satisfactory position. 2. Poor inspiration with probable bibasilar atelectasis. 3. Mild cardiomegaly likely accentuated by low lung volumes. On (B)(6) 2010, the patient underwent x-rays xr chest 1 view. On (B)(6) 2010, the patient was diagnosed for spinal stenosis-lumbar. On (B)(6) 2010, the patient presented with intractable radiating right leg pain status post l4, l5 and s1 decompression, instrumentation and fusion. She was diagnosed for l5-s1 spondylolisthesis and neural foraminal stenosis right side worse than left with disk protrusion extending into the right l5 neural foramina an l4-5 degenerative disk disease with hypermobility. On (B)(6) 2010, the patient came for a follow-up for wound check. On (B)(6) 2010, the patient presented for wound check post-op following lumbar decompression, instrumentation and fusion. She has some retention sutures and some granulation tissue. No frank drainage for wound vac. On (B)(6) 2010, the patient came for a follow-up for wound check. She has a superficial lumbar wound infection. On (B)(6) 2010, the patient came for a follow-up for wound check. She does have some granulation tissue. On (B)(6) 2010, the patient came for a follow up post-op with a history of undergoing extension lumbar decompression, instrumentation and fusion for a spondylolisthesis and stenosis. Findings: her intractable leg discomfort significantly improved. She still has some numbness and tingling. She did suffer lumbosacral wound dehiscence post-op. No open areas or discharge or erythema or swelling. X-rays reports indicated no hardware failure. On (B)(6) 2010, the patient underwent x-rays ap and lateral of the lumbar spine due to spinal stenosis-lumbar. Findings: the patient has five lumbar vertebrae. There is moderate ievoconvex scoliosis the lumbar spine. Bilateral pedicle screws are present at the l4. L5 and s1 levels. There are interlocking bars. There is also a transverse connector. There is no definite abnormal lucency adjacent to the pedicle screws. The l4-5 disc space is narrowed. Alignment at the ls-s1 level is difficult to evaluate on the lateral view, there may be mild spondylolisthesis of l5 on s1. Several metallic-like densities anterior to l5 on the lateral view are probably artifact. The l4-5 and to a lesser extent l3-4 disc spaces are probably mildly narrowed. There is also narrowing and bony degenerative spurring at the t12-l1 level. No fracture is evident. Metallic clips in the right upper quadrant are consistent with a cholecystectomy. On (B)(6) 2010, the patient presented with back pain. The musculoskeletal review suggests gait (broad-based, limping. On (B)(6) 2010, the patient came for a follow up post-op with a history of undergoing extension lumbar decompression, instrumentation and fusion for a spondylolisthesis and stenosis with intractable right leg pain. Findings: her right leg pain has improved. X-rays reports indicated no hardware failure. On (B)(6) 2010, the patient underwent ap and lateral views of the lumbosacral spine due to spondylolisthesis. Impression: stable postope rative appearance. On (B)(6) 2010, the patient came for a follow up for low back pain, she was diagnosed with failed back surgery syndrome, back pain, lumbar spondylosis, degeneration of lumbar or lumbosacral intervertebral disc, spondylolisthesis, pain radiating to right leg. 29 sep 2010 the patient presented with insomnia. On (B)(6) 2010, the patient underwent MRI. Impressions: 1. Chronic persistent pain syndrome involving the low back and bilateral lower extremities. 2. Failed back syndrome with a fusion at l4-5 and l5-s1, partially for a previous spondylolisthesis at l5 and s1. 3. Continued lumbar radiculitis. 4. Suspected internal disk disruption probably at l5-s1 though possibly also at l4-5. 5. Multiple medical problems including a history of melanoma and diabetes as well as hypertension. 6. Opiate dependence. On (B)(6) 2010, the patient presented with hair loss. Assessment: hair fungus. On (B)(6) 2011, the patient underwent x-rays dx lumbar spine ap-lateral 2 views due to lumbosacral spondylosis. Impressions: stable appearance of lumbar spine status post posterior spinal fusion of l4-l5-s1 with stable hardware and stable anterolisthesis of l5 versus s1. On (B)(6) 2011, the patient came for an office visit due to chronic back pain and had intractable leg pain and undergone lumbar decompression, instrumentation, and fusion for her leg pain. Findings: her leg pain improved. There is no evidence of residual infection. There is no evidence of hardware failure. She does have some arthritis in the lower thoracic and upper lumbar spine. On (B)(6) 2011, the patient came for a follow up of chronic medical problems. On (B)(6) 2011, the patient underwent x-rays dx lumbar spine ap-lateral 2 views 3 exposures due to lumbosacral spondylosis. Impressions: 1. Stable status post posterior fusion of l4-s1. 2. Stable anterior spondylolisthesis l5 on s1. On (B)(6) 2011, the patient presented with post lumbar decompression, instrumentation, and fusion. X-rays look good. She still has some chronic back pain. On (B)(6) 2011, the patient came for a follow-up of chronic medical problems with rash on back. Assessment: shingles? On (B)(6) 2011, the patient came for a follow-up of chronic medical problems. On (B)(6) 2011, the patient came for a follow-up of chronic medical problems with back pain. Musculoskeletal review suggests tenderness at the lower back at the site of a scar at spine, ribs and pelvis. Assessment: back pain. On (B)(6) 2011, the patient underwent MRI of the lumbar spine before and after contrast infusion due to low back pain and bilateral radicular symptoms, following a lumbar spine surgery in 2010. Impressions: postoperative changes of posterolateral fusions and laminectomies at the l4-l5 and l5-s1 levels. There is a grade I spondylolisthesis at the l5-s1 level. 2. Mild to moderate spondylosis of the lumbar spine. There does not appear to be significant impingement upon the thecal sac or nerve root. On (B)(6) 2011, the patient came for a follow-up of chronic medical problems. Assessment: gastroenteritis. On (B)(6) 2011, the patient came for a follow-up of chronic medical problems. On (B)(6) 2011, the patient underwent the following procedure compression hose. On (B)(6) 2011, the patient presented with chronic venous insufficiency as pre-op diagnosis. The patient underwent ted hose thigh high 40 cm compression. On (B)(6) 2011, the patient presented with a past history of lumbar spine spondylolisthesis treated with instrumentation and fusion. She has a long history of low back pain and recently has had some increased right low back discomfort. She complains of some tenderness in the right sacral region. Per the medical records, wound looks good and no evidence of infection. On (B)(6) 2011, the patient underwent CT lumbar spine w/o contrast due to lumbosacral neuritis nos. Impressions: 1. Stable appearance of posterior instrumented fusion of l4 through s1. 2. Stable anterolisthesis of l4 on l5 with at least moderately severe degenerative disc disease of the intervening disc space. On (B)(6) 2012, the patient underwent MRI of left shoulder w/o contrast due to left shoulder pain. Impressions: 1. Partial intrasubstance tear of the supraspinous tendon without full-thickness tear. 2. Minimal joint effusion. Minimal bursitis. 3. Stable moderately severe degenerative disc disease at the ti2-l 1 disc space associated with a small right lateral disc herniation possibly encroaching on the right-sided nerve root at this level. 4. Transverse lucency seen through the fusion bone inferior to the left transverse process of l4. 5. Question of possible focal disc bulging herniation at the level of the l4-l5 intervertebral disc. On (B)(6) 2012, the patient came for a follow-up of chronic medical problems. Assessment: back pain. On (B)(6) 2012, the patient presented with the following pre-op diagnosis: 1. Left shoulder recurrent impingement and bursitis. 2. Partial versus full-thickness tear of the supraspinatus. 3. Possible biceps or labral pathology. The patient underwent the following procedures: 1. Left shoulder arthroscopy with redo subacromial decompression/bursectomy/acromioplasty. 2. Comprehensive debridement inc luding debridement of the anterior labrum, superior labrum, posterior labrum, debridement of the biceps tendon, biceps tenotomy, debridement of the biceps tendon stump, debridement of the capsulitis/synovitis. 3. Debridement of partial-thickness bursal-side tear of the supraspinatus (less than 25% thickness). As per-op notes, a diagnostic arthroscopy was performed. Intra-op findings: subscapularis intact. There was moderate capsulitis/synovitis that was debrided. There was degenerative tearing of the anterior, superior and posterior labrum that was debrided. The biceps tendon was very degenerative and she had a type ii superior labral anterior-posterior (slap) tear. Then biceps tendon was cut, stump was debrided. A complete bursectomy was performed. Intra-op findings: bone had regrown on the undersurface of the acromion causing recurrent impingement. Shaver was used to remove several millimeters of bone tor revision acromioplasty/decompression. No complications noted. Post-op diagnosis: 1. Left shoulder partial-thickness tear of the supraspinatus. 2. Recurrent impingement <(>&<)> bursitis. 3. Degenerative tearing of the anterior, superior and posterior labrum. 4. Capsulitis/synovitis 5. Degenerative tearing of the biceps tendon. On (B)(6) 2012, the patient came for a follow-up of chronic medical problems. On (B)(6) 2012, the patient underwent MRI lumbar spine wo/w-s. Impression: 1. No convincing evidence of discitis or osteomyelitis, or evidence of significant granulation tissue or arachnoiditis appreciated. 2. Mild multilevel subluxations. 3. Potential foraminal narrowing bilaterally at l5-s1 which is not demonstrated to good advantage secondary to magnetic susceptibility artifact. On (B)(6) 2012, the patient has a past history of l5-s1 decompression, instrumentation, and fusion for stenosis and spondylolisthesis. She has chronic pain syndrome. The patient underwent MRI of the cervical spine and lumbar spine. The MRI indicated osteoarthritis throughout the cervical spine with mild stenosis. The stenosis is probably worse at c4-5. On (B)(6) 2013, the patient came for a follow-up of chronic medical problems. On (B)(6) 2013, the patient came for an office visit due to pain. Assessment: onychomycosis, onychocryptosis b/l, hammertoe, distal clavi oil 2-5, niddm, calcaneovalgus/foot, deformity, pes planus, plantar fasciitis bl. The patient underwent x-rays weightbearing ap and lat b/l. Impressions: negative radiographs-correlate clinically. The patient underwent following procedures: debride 5-lesions, manual and mechanical debridement of nails 1-5 b/l. On (B)(6) 2013, the patient presented with mild cervical stenosis following previous history of l4-5 s1 decompression, instrumentation and fusion. The patient underwent myelogram. Study shows no myelopathy. The x-rays study suggests mild minimal l3-4 spondylolisthesis and no hardware failure. On (B)(6) 2013, the patient underwent x-rays, four view cervical spine series for csp and lsp stenosis. Impression: multi level degenerative disc space narrowing with predominant uncovertebral joint spurring at c4-c5 and c5-c6. No significant interval change relative to preceding study (B)(4). On (B)(6) 2013, the patient underwent x-rays, dx spine lumbar complete 4 views for csp and lsp stenosis. Impressions: 1. Stable operative changes at l4 through l5-s1 with grade 2 anterolisthesis on s1. 2. Interval appearing l3-l4 anterolisthesis grade 1 with progressive disc space narrowing at this level. On (B)(6) 2013, the patient came for a follow-up of chronic medical problems. On (B)(6) 2013, the patient underwent endoscopy. Endoscopic diagnosis: uncomplicated internal hemorrhoids. On (B)(6) 2013, the patient presented with the following pre-op diagnosis: 1. Left shoulder symptomatic acromioclavicular (ac) joint arthritis. 2. Possible mild recurrent impingement bursitis. 3. Partial-thickness tear of the supraspinatus. The patient underwent the following procedures: I. Left shoulder arthroscopy with subacromial decompression/bursectomy/acromioplasty. 2. Arthroscopic distal clavicle excision removing lateral 1 cm of clavicle. 3. Debridement of the anterior, superior and posterior labrum. 4. Debridement of capsulitis/synovitis. 5. Debridement of partial-thickness tear of the supraspinatus, less than 25% thickness. 6. Due to the patient's body mass index (bml) is (B)(6), there is increased charge; this increases the complexity and difficulty of the case with a body mass index (bmi) over (B)(6). It also increases perioperative morbidity. As per op notes, diagnostic arthroscopy was then performed. Arthroscopic findings: subscapularis intact. Articular surfaces of supraspinatus, infraspinatus and teres minor were intact. There was mild degeneration of the anterior, superior and posterior labrum that was debrided; mild to moderate capsulitis/synovitis that was debrided. A complete bursectomy was performed. Intra-op findings: several millimeters of bone had regrown in the undersurface of the acromion. Bone was once again resected for a revisional/acromioplasty/decompression. The ac joint was entered from the anterolateral-posterior portal. Lateral 1 cm of clavicle was then resected with a bur. No complications noted. Post-op diagnosis: 1. Left shoulder symptomatic acromioclavicular (ac) joint arthritis. 2. Mild recurrent impingement bursitis. 3. Recurrent degenerative tearing of the anterior, superior and posterior labrum. 4. Moderate capsulitis/synovitis. 5. Partial bursal-sided tear of the supraspinatus, less than 25% thickness. On (B)(6) 2014, the patient came for an office visit. Assessment: 1. Diabetes type 2, insulin requiring. 2. Hypertension. On (B)(6) 2014, the patient came for a follow-up of chronic medical problems with breathing issue. Assessment: upper respiratory infection. On (B)(6) 2014, the patient came for a follow-up of chronic medical problems. On (B)(6) 2014, the patient came for a follow-up of chronic medical problems. Assessment: acute bronchitis.